Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07055 the investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 valve, in aortic position by right transfemoral approach. During the procedure, there was no issue reported during valve alignment and the valve was correctly aligned between the markers. However, a minor shift was observed when the pusher was retracted prior to valve deployment. At that point, the valve was no longer positioned between the markers. Despite this, balloon inflation was performed without difficulty, and the valve was deployed in the intended position (80/20). Upon deployment, the valve appeared canted, and a mild paravalvular leak was noted. Post-dilation was performed using a non-edwards lifesciences (non-ew) balloon. This intervention led to valve embolization into the sinus, resulting in loss of contact with the native annulus, and progressed into the ascending aorta. The patient was converted to open heart surgery to explant the valve. No other valve was implanted, and the patient was recovering well in hospital.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: thv appears aligned between the markers when the delivery system/s3 are in the distal part of the ascending aorta with the flex catheter engaged upon the s3. Prior to deployment, the thv does not appear to be between the balloon markers. Patient appeared to have angulated aorta (aortic root angle = 50 degree). A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed with the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during the procedure, there was no issue reported during valve alignment and the valve was correctly aligned between the markers. Nevertheless, there was some sort of small movement when the pusher was pulled back prior to valve deployment. However, although the valve was not between markers, no difficulty was experienced when inflating the balloon, and the valve was deployed in the intended position (80/20). The perceived root cause of the valve not between markers prior to deployment could be that the valve was not crimped long/tight enough, and therefore moved during the crossing of the native valve, or there was tension in the system/pusher, which made the valve move backwards slightly when the pusher was pulled back''. As per 3mensio, the patient presented a moderate tortuosity in the aortic arch (angular aorta). Additionally, tension in the system was reported. Navigating the thv in a tortuous anatomy can result in built-up tension in the system. It is likely that some tension was released during flex tip retraction causing the valve to be mispositioned. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (built up tension) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.